Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had fluid ingress was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were large amounts of dried fluid ingress from a leak in the tubing or bag. The followed components were damaged: bezel assy, ail sensor, motor, motor control pcb, main pcb, and upper pressure sensor. The customer noted that due to the device being too extensively damaged, the device would be decommissioned. Information on patient involvement was not provided.